Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. Considerable dried blood was visible inside the lead at various locations. After loosening the blood with alcohol, guidewire testing passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewires could not be advanced smoothly into the attempted left ventricular (lv) lead and that they would only advance with significant force. A different lead was used to complete the implant procedure. No patient complications have been reported as a result of this event.